Manufacturer narrative:
Concomitant medical products : 6949-58 lead, implanted: (B)(6) 2007, 5076-45 lead, implanted (B)(6) 2002. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed evidence of lead noise oversensing on non-sustained ventricular tachycardia (vt-ns) episodes beginning (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead being used as a pace/sense lead in an implantable cardioverter defibrillator (ICD) system showed three non-sustained ventricular tachycardia episodes that were noise. The most-recent episode was about 10 weeks earlier; this noise was noted when reviewing the detections episodes after routine interrogation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately 16 months later, a lead integrity alert was triggered for noise and the patient went to the emergency room. Attempts to replicate the noise were not successful. Reprogramming was performed until the lead was replaced with another pace/sense lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.